Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with harmonyca¿ with lidocaine and was later injected with juvéderm® voluma¿ with lidocaine and juvéderm® volux¿. About 7 months after the harmonyca¿ with lidocaine injection, patient reported they had "swelling in the parotid glands". Patient went to the emergency room and an ultrasound was performed. It was noted the swelling of the parotid glands could be caused by the filler. This is the same event and the same patient reported under abbvie complaint (B)(4) and abbvie complaint (B)(4). This MDR is being submitted for the first suspect product, harmonyca¿ with lidocaine.